Event description:
A broken/leaking dacapo powerpacks were received at service and repair. There was no contact with the leaking electrolyte.

Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. Oxidized contacts which are covered with leaking electrolyte was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing underneath the cap was clearly the reason for the malfunction of the device returned by the end-user. This is a final report.

Manufacturer narrative:
The device has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A broken/leaking dacapo powerpacks were received at service and repair. No one made contact with the leaking electrolyte.